Event description:
Procedure: lung resection. According to the reporter: the surgeon clamped on tissue and pressed the green button to start firing. A "pop" occurred. Then the anvil disengaged from the knife bar. The knife bar deployed staples without forming. Most of the staples fell into the cavity and the surgeon was not sure if all were retrieved. Tissue damage was reported. Tissue was cut without stapling. The surgeon fired another device over it and reinforced with suture. Some bleeding was reported.

Manufacturer narrative:
(B) (4)